Event description:
It was reported that the customer had a motor error alarm during bolus/basal. Customer's blood glucose level was 145 mg/dl. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Motor error occurred 4 times in the last 30 days. Customer does not use the sensor feature on the pump. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube, and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.